Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly tortuous, and mildly calcified de novo lesion in the mid left anterior descending artery. A 2.5x48mm xience xpedition stent was deployed; however, a dissection was observed. A 2.5x18mm xience alpine stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.